Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached and there was a hemostatic valve separation. The device was inspected, and the brim cap was found broken into pieces, hemostatic valve and friction ring were detached. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001067 number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached and there was a hemostatic valve separation. It was initially reported by the customer that when the package was opened the hemostatic valve was damaged. Another sheath was opened, and case continued. There was no patient consequence. Based on the information provided, the event was initially assessed as not MDR reportable since there was insufficient information/description of the damage to assess the customer¿s reported event as an MDR reportable malfunction. On 5/13/2019, additional information was received indicating the hemostatic valve was shattered into pieces and photos provided show the brim cap is detached and broken and the hemostatic valve is missing from the hub. Based on the new information of the brim cap being detached and hemostatic valve separation, the complaint have been reassessed as MDR reportable. Additionally, on 5/22/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the brim cap is broken into pieces, hemostatic valve and friction ring are detached. These findings have been assessed as MDR reportable.